Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient experienced that the four infusion set cannulas were bent. Within 3 hours of abdomen insertion for 3 events and 1 event for less than a day, approx. 5-6 hours, customer noticed symptoms. The blood glucose level of the patient was 100-160mg/dl range. Additionally, location site was regularly rotated. The patient changed supplies as necessary and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final MDR 1877062 -MDR 3003442380-2024-05314-device 1 of 4.